Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left placement went in too far"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/have periods, long periods"), pelvic pain ("severe pelvic pain/pain/persistent pain") and genital haemorrhage ("excessive bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. Concomitant products included fluoxetine hydrochloride (fluoxetin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches/migraines / headaches"), dental caries ("tooth decay"), alopecia ("hair loss/hair loss"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions-type: welts on neck, chin and cheeks"), rash ("allergic or hypersensitivity reaction"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), breast tenderness ("other injury(ies) or complication (s) please describe: constant tender and painful breasts"), breast pain ("other injury(ies) or complication (s) please describe: constant tender and painful breasts"), hormone level abnormal ("hormonal changes") and vision blurred ("vision/eye problems"). The patient was treated with surgery (planned to remove in (B)(6) 2018). At the time of the report, the device dislocation, menorrhagia, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache, dental caries, alopecia, dyspareunia, vaginal haemorrhage, urticaria, rash, depression, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, breast tenderness, breast pain, hormone level abnormal and vision blurred outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, breast pain, breast tenderness, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient was currently planning for essure removal in (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: events per pfs: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, psychological or psychiatric problems condition: depression, rashes or skin conditions type: welts on neck, chin and cheeks, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems, fatigue, weight gain, other injury(ies) or complication (s) please describe: constant tender and painful breasts, hormonal changes were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.